Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension, myocardial infarction. Time of ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, the pt became hypotensive. Additionally, one day post the stenting procedure, the pt was diagnosed with a minor myocardial infarction (mi). During procedure, due to a very difficult type 3 aortic arch, the physician required multiple attempts to access the lesion with the guide wire. As a result, the pt became hypertensive (pre-existing-see b7) and was treated with hydralazine to decrease the blood pressure. Post placement of the stent and after postdilatation with a non-abbott balloon, the pt became hypotensive and was started on a dopamine drip. One day post procedure, the pt was diagnosed with a non st elevation mi. The troponins were elevated, however, the pt did not report any chest pain and there were no EKG changes. No treatment was provided for the mi. Two days post procedure, the pt remained on the dopamine drip, but was being weaned off. Three days post procedure, the pt was hypertensive and was restarted on her home blood pressure medications, the mi resolved and the pt was discharged to home. There is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Hypotension and myocardial infarction are a known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. There were no device issues reported.